Manufacturer narrative:
Date of event: estimated based on original aware date since the event date was not provided. A wolverine cb mr, us 15mmx3.00mm was returned for analysis. A visual examination of the blades and pads identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 120cm proximal from the tip of the device. The proximal section of the device including the manifold was not returned for analysis. A hypotube kink was also noted at 98 cm proximal from the tip. A visual and tactile examination was completed, and no issues were noted.

Event description:
Reportable based on device analysis completed on 29apr2021. It was reported that the shaft broke in a location which would not enter the patient. The target lesion was calcified. A 15mm x 3.00mm wolverine cb mr cutting balloon was introduced but the shaft broke about 8cm from the hub while trying to cross the lesion. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed the shaft break occurred in a location which could enter the patient.